Manufacturer narrative:
Customer said that the ca control was failing for bilirubin and urobilinogen and observed the pipette was bent. There were no reports of impact to pt samples and no erroneous pt results were generated. An iris field service engineer (fse) replaced the pipette and system was operational.

Event description:
Customer reported controls failing for bilirubin and urobilinogen.